Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. This is a covid pneumonia patient.

Event description:
It was reported that a heparin drip was initiated as ordered. For 10.7 units/kg/ hour. Within 30 minutes the alaris pump beeping volume to be infused. Heparin bag completely empty. Floor was not wet as you would anticipate if a hole were in the tubing or bag. Infusion immediately stopped, medical doctor was notified, labs obtained. Ptt undetectable, ptt redrawn with same results as undetectable coagulopathy. Alaris pump, channel and medication immediately removed from patient¿s room, bagged and marked as faulty for further investigation. Continued frequent lab monitoring necessary. No reversal agents given. No obvious outward signs of bleeding noted. There was no risk or consequence to the patient due to this event.

Manufacturer narrative:
Investigation conclusion: the complaint of over infusion was not confirmed in the logs or reproduced during testing. The incidental finding of channel disconnect can be attributed to the user physically removing the device from the system before stopping the infusion. The dataset was not provided so some medications could not be confirmed. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, on 14dec2020 at 3:06 am, the suspect device received a remote IV for an unconfirmed medication (drugid=360) to infuse with a dose of 10.7 units/kg/hr (25000 unit/250 ml) and a calculated rate of 9.9938 ml/hr (vtbi= 250 ml). At 3:20 am, the suspect device alarmed for air in line. The suspect device was restarted and paused two (2) times before the device was channeled off at 3:28 am. Total volume infused= 2.42 ml. Over infusion testing was performed using the customer¿s source pump module s/n (B)(4) and returned pcu s/n (B)(4). Results indicate that the system was operating within specification. Functional testing on the returned administration showed no anomalies. Testing showed the device was delivering fluid within specification. Testing of the system¿s iui¿s showed no errors occurred during ambulation. Concentricity testing of the returned administration set showed the set was within specification. Inspection of the suspect device (s/n 14278079) showed no anomalies. Inspection of the suspect device (s/n (B)(4)) showed no anomalies. Inspection of the pcu (s/n (B)(4)) showed no anomalies. Device inspection: the device s/n (B)(4) was received in fair condition. The instrument seal was missing. Dried fluid was observed on both iui¿s, on the rear case under both iui¿s, inside the rear case, on the iui contact points of the motor control board, and under the membrane frame. Corrosion was observed on the male iui and inside the rear case. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. A mark was observed on the iui contact points of the logic board. Bezel was disassembled and observed in good condition. All parts are manufactured by bd. The returned used administration set (model: 11171447) was received in good condition. The returned administration set was visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. Root cause analysis: the root cause of the customer¿s complaint of an over infusion was not identified. The probable cause of the channel disconnect can be attributed to the user physically removing the device from the system before stopping the infusion. Device history review: a review of the device history record showed the device had a manufacture date of 09jan2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for lvp s/n (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in was performed for the source device lvp s/n (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that a heparin drip was initiated as ordered. For 10.7 units/kg/ hour. Within 30 minutes the alaris pump beeping volume to be infused. Heparin bag completely empty. Floor was not wet as you would anticipate if a hole were in the tubing or bag. Infusion immediately stopped, medical doctor was notified, labs obtained. Ptt undetectable, ptt redrawn with same results as undetectable coagulopathy. Alaris pump, channel and medication immediately removed from patient¿s room, bagged and marked as faulty for further investigation. Continued frequent lab monitoring necessary. No reversal agents given. No obvious outward signs of bleeding noted. There was no risk or consequence to the patient due to this event.